Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include; endoleak and reintervention.

Event description:
On (B)(6) 2011, the patient had an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprosthesis. On (B)(6) 2016, an intervention was performed to address the type iii endoleak (hole in the graft)near the flow divider. It was reported the physician first attempted to reline the portion of the graft that had the hole with an aortic extender component , this was unsuccessful. Next, the physician implanted two more contralateral leg components in an attempt to push the bifurcation up to cover the hole, this was also unsuccessful. Finally, the physician lined the pxt281416 with two additional pxl161407 grafts, and that appeared to have covered the hole. The patient tolerated the procedure.